Event description:
It was reported that the patient stated that the implant at tooth location #29 feels swollen. Redness and significant tenderness was noted on the buccal aspect of the implant. Panorex shows shadowing around the implant. The clinician explained to the patient that the signs are indicative of failure. The patient was placed on keflex 500 x7 days for infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided . E1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.